Event description:
It was reported that during a lap sigma, the active blade broke. It fell into the patient but was removed with forceps. Case was completed with same like product. No further information is available. There was no patient consequence.

Manufacturer narrative:
.